Manufacturer narrative:
(B)(4). Corrected data: type of reportable event: not reportable additional information was requested and the following was obtained: did the device cut the tissue? No. Or, did the device lock-out (no staples deployed and no cut line started)?yes, locked out. Were there any patient consequences? If yes, please describe. Yes, longer on the table as another device was sort. How was the case completed? Another device which functioned well. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested: just to clarify: did the device cut the tissue? Or, did the device lock-out (no staples deployed and no cut line started)? Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during an unknown procedure, staples would not deploy. Patient consequence was not reported.